Manufacturer narrative:
The device was received for evaluation. A flow rate test was performed, and the results were within the product specification range. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during delivery. The expected and actual infusion times were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.